Event description:
A bladder neck suspension procedure was performed on 11/28/94. Another procedure, performed by another surgeon, was performed at the same time. No info regarding the nature of this other procedure was available. Several hrs post-op, the pt went into septic shock and a perforated bowel was noted. Attempts to obtain further details were unsuccessful. No malfunction of the device was reported to have occurred. However, without further details, co is unable to determine the cause for this event.